Manufacturer narrative:
Additional information was received that the unit did not lose the ability to mechanically ventilate. The unit continues to ventilate and alarms remain functional. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. Reported complaint was noted during preuse checkout; there was no reported patient involvement. The unit alarmed, notifying user of reported condition. Flow sensors are a customer replaceable item. The initial reported event was not reportable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit alarmed "no flow sensor", this would have prevented the initiation of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the biomedical engineer replaced the flow sensors. A gehc service representative performed a checkout of the equipment and confirmed the issue was resolved, and the unit was returned to service.